Event description:
It was reported that this patient experienced phrenic nerve stimulation. Subsequently, they underwent a revision procedure, and the lead and this cardiac resynchronization therapy pacemaker (crt-p) device were explanted and replaced. At this time, no further information is available. No additional adverse patient effects were reported. The device was discarded by the facility.

Event description:
It was reported that this patient experienced phrenic nerve stimulation. Subsequently, they underwent a revision procedure, and the lead and this cardiac resynchronization therapy pacemaker (crt-p) device were explanted and replaced. At this time, no further information is available. No additional adverse patient effects were reported. The device was discarded by the facility. Additional information was received indicating that this device was also explanted as the new implanted lead was not compatible with its header.